Event description:
This extension was intended for patient implant in (B)(6). Intraoperative testing revealed invalid impedance measurements for all contacts when the extension was connected to the lead; however, when the lead was tested independently, the impedance readings were within specifications. This testing method was repeated several times, yielding the same results. The physician completed the procedure by connecting the lead directly to the ipg. No further issues were reported.

Manufacturer narrative:
Results: the extension was found to have all wires broken. As such, no functional testing could be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.